Event description:
On (B)(6) 2013, it was reported that a handheld deice was not holding a charge. The handheld device was plugged in overnight and appeared to be charged; however, the device "died" after only a few hours. The device was returned on (B)(6) 2013 and is currently undergoing product analysis.

Event description:
Product analysis was completed. An analysis was performed on the handheld and the reported failure to hold a charge allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.